Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the left bundle area pacing (lbap) lead was noted to be slightly off-axis following deployment and multiple attempts to turn the lead. The physician attempted to retract the helix by backspinning the lbap lead, but fluoroscopy confirmed that the helix did not retract. Upon removal from the patient¿s body, the lbap lead was confirmed to be off-axis and failed to retract. The lbap lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. A complete lead was returned in one piece. Visual and x-ray examinations of the lead noted the helix was bent/ damaged consistent with procedural damage. The helix mechanism was unable to be tested due to the damaged helix as received. The cause of the reported events was isolated to the blood/ tissue in the helix region and helix being damaged.